Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the suction channel buckled, the control body corroded, the mechanical base plate corroded, the lg connector corroded, the operation channel (primary) leak, the remote control buttons cut, the bending rubber worn out, the insertion flexible tube worn out, the distal body worn out, the u/d and the r/l pulley wires worn out, the light guide cable worn out, and the segment hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.